Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period

Event description:
It was reported that when patient was just hooked to the pump and after getting home, it was noticed that the display read "run" but did not display a residual volume amount and also couldn't hear the pump running like usual. Settings reviewed, but no numbers are displaying on the screen to confirm residual volume, continuous rate, or given amounts. Medication used was fluorouracil tv 97 ml at 2.1 ml/hr over 46 hours and the patient was scheduled for disconnect on wednesday. There was no patient harm. This event occurred while us.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.